Event description:
It was reported that while using bd vacutainer® sst¿ tube, one (1) unit was discovered with stopper that could not be removed. Failure to remove cap caused production line stoppage. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 photo and 1 video for investigation. The provided photo and video show a tube that failed to be auto-decapped due to the separation of the shield and stopper. Functional tests were performed on 29 retained samples, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode closure separation. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ tube, one (1) unit was discovered with stopper that could not be removed. Failure to remove cap caused production line stoppage. No adverse impact was reported regarding the patient or user.